Event description:
The account alleged there was fluid ingress of the power supply board. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.